Manufacturer narrative:
(B)(4). Correction: aware date for the initial MDR should have been (B)(4) 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continuflo solution set separated from "the hub." This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: (the reporter stated that the roller clamp ¿came apart¿ from the tubing. This was noted after the set was connected to an angiocatheter). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.